Manufacturer narrative:
(B)(6). The serial number of the device referenced in this report is unknown, and it is unknown if the device has been returned to olympus or not. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus representative reported to olympus, on behalf of the customer, that the visera elite ii video system center and endoeye flex deflectable videoscope displayed an error code during an unknown therapeutic procedure. The procedure was delayed for about 30 minutes while the patient was under anesthesia. The procedure was completed using the same device. There was no harm or user injury reported due to the event. Case with patient identifier (B)(6) reports the endoeye flex deflectable videoscope used in the procedure. Case with patient identifier (B)(6) reports the visera elite ii video system center used in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the reported event was caused by a failure of the image sensor unit, a defect of the internal board of the video connector, or a defect of the system side. However, the root cause could not be determined. This supplemental report includes information added to b5 and d8. Olympus will continue to monitor field performance for this device.

Event description:
The following additional information regarding the event was received: although the patient¿s current condition is unknown, no additional intervention was required as a result of this reported event.